Event description:
A distributor in ireland reported a cartridge alarm 20 malfunction with a pump during the pumping process. The customer's blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer was unable to resume insulin therapy after attempting to reload the cartridge. Technical support assisted by arranging a pump replacement, and the customer reverted to multiple daily injections as a backup insulin therapy.